Event description:
It was reported that the patient presented in the clinic for a implantable cardioverter defibrillator replacement. Upon interrogation, it was discovered that the right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.